Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ping meter remote was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter stated the alleged issues began approximately 2-3 weeks ago but the exact date and time was unknown. The reporter reported blood glucose results of '250-300mg/dl' with a lifescan meter and '100mg/dl' on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. The reporter stated the patient manages her diabetes with an unknown amount of insulin through an insulin pump. The reporter stated the patient was consuming less food and/or drink in response to the alleged issue also 2-3 weeks ago. The reporter claimed immediately after the alleged issue occurred, the patient developed symptoms of "shaking, she was tired and stressed out." The reporter denied that the patient received any treatment for her symptoms. At the time of troubleshooting, the cca noted that the process for performing a blood test was correct the subject test strips were in good condition and unexpired. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high reading(s) on the subject meter, made changes to her diet based on the alleged result(s), and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (10/27/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and no faults were found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.